Manufacturer narrative:
(Original aware date = (B)(6) 2018). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was undefined high impedance on both coils.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 419478 lead, implanted: (B)(6) 2013; 407645 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appeared to be fractures on both defibrillation coils. The defibrillation portion of the lead was render ed inactive due to a downgrade to cardiac resynchronization therapy-pacemaker (crt-p), and the pace/sense portion remains in use. No patient complications have been reported as a result of this event.